Event description:
It was reported the implantable neurostimulator (ins) was discovered to be in a ¿deep discharged¿ state pre-operatively. The ins was reported to have been ¿new in the box.¿ while in the operating room a power on reset (por) message with a call your doctor icon was observed on the recharger and a physician mode reset (pmr) was performed. It was noted the por was ¿not successfully cleared¿ at that time. The ins was recharged to a 25% charge level at the time of report. The ins was not implanted as a result of the event and a different ins was implanted instead. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. The patient had ¿no problems¿ with their implanted ins as of 18 days after initial report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed a hybrid integrated circuit, mud cracking residue anomaly. Additional analysis determined that the device had high current drain while in both locked/shipping, and MRI safe modes. Further analysis isolated the high current drain to the hybrid. Optical analysis revealed the presence of mcr on all exposed scsp traces. No associated copper trace anomalies were identified. The ins was new in the box and had overdischarged well before the use by date 01/28/2016. After pmr recovery, it was found that the implant bit was not set (still in shipping mode) and further testing showed the ins battery was depleting fairly rapidly (3.965v to 3.755vin 25 days while in shipping mode).